Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018 that the insulin pump was not alarming when insulin is not delivered which is causing the patient to have a high blood glucose. No further details were given. Product will not be returned for analysis.